Manufacturer narrative:
The pt did not suffer any injury or require any medical intervention as a result of this incident. The reported condition of the screen freezing and malfunction self-test code 2 could not be verified. A gts rep could not duplicate the reported condition. All connections were checked on the display touch screen. The machine was powered on/off 5 times. The filter pressure transducer was checked. All verifications were found to be within MFR's spec. The machine was returned to svc with no further complication. Corrective action: gambro renal prods will implement a revision to current software. The new software version 3.00 will reduce the likelihood of occurrence of the known causes of frozen screens. Projected timing: the planned release date for software version 3.00 is year-end 2006.